Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the atrial lead kept dislodging and was unable to be implanted. The atrial lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
A full lead was returned in one piece for analysis. X-ray examination found the inner coil over-torqued at the connector region. Electrical testing found internal shorts between conductors due to the damaged inner coil consistent with procedural damage. No other anomalies were seen.